Manufacturer narrative:
Updated data: a4. B2. B5. D6a. Implanted date is unknown. This is an approximate date range. G2. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient visited the emergency room 3 times as they were continually getting weaker. These evaluations lead to the discovery that the patient had experienced multiple transient ischemic attacks (tia). Additionally, it was identified that the patient had a, "blood infection on the pacemaker and valve." Subsequently, the permanent pacemaker was replaced the patient was hospitalized. Additional information was received that a cerebral vascular accident (cva) occurred from the transcatheter aortic valve infection. The patient symptoms were not related to the pacemaker. The permanent pacemaker was replaced with a medtronic pacemaker.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient visited the emergency room 3 times as they were continually getting weaker. These evaluations lead to the discovery that the patient had experienced multiple transient ischemic attacks (tia). Additionally, it was identified that the patient had a "blood infection on the pacemaker and valve." Subsequently, the permanent pacemaker was replaced and the patient was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.